Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.1.0 h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. No hardware parts were replaced. After the system checkout was performed, the system was confirmed to be performing as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the customer requested a recalibration of the system. A clinical specialist (cs) called to add that the case yesterday showed multiple instruments submerged in bone even though they were physically on the bone. The cs said that they used a "shower curtain" drape over the patient reference frame. They continued with the case and were happy with the screw placement. Troubleshooting found that the site was unsure if the system was inaccurate. They were also unsure if the calibration they were looking for was the rad gain, fluoro, or 2dlf calibration.  The length of the surgical delay was less than 1 hour. There was no impact on patient outcome. Additional information was received. It was reported that the original call from the manufacturer representative (rep) was only "customer is requesting recalibration of the imaging system." The rep could not provide any additional information about why they were re questing it. After the call, this case was generated on their imaging system since that was the caller's system of concern. After the case was generated, the rep clarified that the reason for the recalibration request was due to an inaccuracy during a case using their navigation system. At that time, the system in the case was switched from the imaging system to the navigation system since the imaging system does not cause it to be inaccurate unless there is a severe impact made to the "imaging system," which was not reported.

Manufacturer narrative:
H3, h6) a software analysis was conducted. In summary, there was insufficient information to determine root cause of reported behavior. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.